Event description:
False-positive drug screen. Tested positive for (B)(6) chemical testing. Consequently, lost job and cannot drive. Sales is my profession. Have been unable to drive for over two yrs due to two duis in five yrs. However, qualified for hardship license program. This testing was part of getting into the program. It took them almost five months to notify me of test results. I am now financially exhausted and will have home foreclosed.